Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v955729, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 29-feb-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's lead was checked eight months ago, and four out of five of the patient's 'leads' (evidence reasonably suggested 'electrodes') were working. They usually could not get past/used to not be able to increase past 2.5 volts and "hurts so bad." It happened with their old device that only three of the five programs worked.